Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'downstream pressure test fails, too high' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream pressure test, too high. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.